Event description:
It was reported the pt experienced a return of symptoms with tremor on the right side of the body. Impedances were checked at multiple parameter levels (low, therapeutic and high). Open circuits were noted at multiple combinations regardless of output. The hcp made the decision to bring the pt into the operating room to troubleshoot further. Once in operating room and under sterile conditions, the lead was exposed and disconnected from extension. Both a twist-lock connector screening cable and an alligator clip screening cable were utilized separately, and in succession along with a dual screener, and the existing implanted lead to test efficacy and side effect. No efficacy or side effect was noted regardless of output. A decision was then made to replace the lead. The pt recovered without sequela.